Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that a lead was explanted due to a "malfunction." Follow-up with the physician's office was attempted but no information could be obtained. The device registry system shows the left ventricular lead was explanted and replaced. No patient complications have been reported as a result of this event.